Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that due to intermittent power issues he has experienced blood glucose (bg) excursions as high at 436mg/dl with excessive thirst. When he rebooted pump and delivered correction, bg would respond as expected. He reports that pump is repeatedly going back to verify screen, estimates 2x/day for 5 days. He replaced the battery yesterday and today, and reports the battery cap is approximately 8 months old; on inspection battery cap threads/spring/metal contacts are intact. He tightens cap wth coin and confirms no yellow o-ring visible. Removed battery and no evidence moisture/corrosion. No cracks/chips in pump casing and threading appears fine in battery compartment. Customer support instructed patient the pump is unsafe for use and to contact his health care for backup plan as patient does not have a backup plan. This complaint is being reported due to the allegation that a patient experienced hyperglycemia while on insulin pump therapy. Use error cannot be discounted as a contributing factor to this event, since the battery cap was not replace every 3-6 months as instructed in the user guide.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Use error cannot be discounted as a contributing factor to this event, since the battery cap was not replaced every 3-6 months as instructed in the user guide.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows evidence of rebooting. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The test cap tightens appropriately to the pump with no yellow o-ring visible. The pump was exercised for 24 hours with no power interruptions of alarms occurring. A review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2012 at 01:54 and the last bolus delivery occurred on (B)(6) 2012 at 00:59. The pump passed flow accuracy testing and was found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen.